Manufacturer narrative:
(B)(4). Received new information dated 08/12/2016: the patient was male. The case was thoracic surgery. But no additional information available. Information has been added to the database.

Manufacturer narrative:
(B)(4). The device was returned for investigation. An inflation/deflation test was performed. The bronchial cuff was inflated without any issue. The tracheal cuff failed to inflate. The tracheal cuff was then leak tested under water and leakage was detected from the cuff body. Further examination showed a cut to the tracheal cuff body. The most probable root cause of this type of malfunction is contact with a sharp utensil or object. The manufacturing process was reviewed and found effective to detect the reported malfunction. All products undergo an inflate/deflate test prior to release and it is at this stage that any defective product is removed from the lot. The device history record was reviewed and no nonconformity reports were found. Complaints will continue to be reviewed for trending purposes.

Event description:
It was reported that when an endobronchial double lumen tube was used on a patient, it was found to have a punctured tracheal cuff. It was removed and another method was used without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).